Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker had an increased heart rate and was passing out. The device data was reviewed which revealed there were no stored episodes and no out of range measurements. The presenting electrogram (egm) showed the device was operating as programmed. Troubleshooting options were discussed. No additional adverse patient effects were reported. The device remains in service.